Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. Water was introduced thru the drainage funnel and came out from drainage eye without difficulty. The catheter was dissected, and no conditions found that could have contributed to the reported event. The product had not caused the reported failure. No root cause could be found because the reported event was unconfirmed. A potential root cause for this failure mode could be due to incorrect air pressure setting - blocked drainage lumen. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "sterile unless package is opened or damaged. Warning: on catheter, do not use ointments or lubricants having a petrolatum base. They will damage latex and may cause balloon burst. Do not aspirate urine through the drainage funnel wall. Single patient use only. Do not reuse and resterilize. For urological use only. Use luer slip syringe. Do not use needle. To deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe "stick" in the valve. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen. If permitted by hospital protocol, the may be cut off. If this fails, contact an adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.

Event description:
It was reported that the foley catheter was blocked and the patient complained of feeling the bloating of urine. The nurse tried milking the catheter but still the urine did not come out. The nurse suspected that the foley catheter could have been blocked. After sometime, it was removed and replaced with another 14fr silicone foley catheter and drained 1000ml of urine. The patient was exposed to blood/bodily fluid and the detailed exposure stated that it was urine. It was unknown what medical intervention was provided.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter was blocked and the patient complained of feeling the bloating of urine. The nurse tried milking the catheter but still the urine did not come out. The nurse suspected that the foley catheter could have been blocked. After sometime, it was removed and replaced with another 14fr silicone foley catheter and drained 1000ml of urine. The patient was exposed to blood/bodily fluid and the detailed exposure stated that it was urine. It was unknown what medical intervention was provided.